Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and not replaced as the physician could not gain access due to vein occlusion. No patient complications have been reported as a result of this event.